Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the aspirate probe 1 was not properly rinsing the cuvette. The cse replaced the aspirate probe 1 valve number 4. The cause of the discordant tniu results is due to a aspirate probe 1 valve number 4 malfunction. The cse successfully ran a dispense test. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated cardiac troponin I (tniu) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s), who questioned them. The patients were redrawn and tested on an alternate system, both resulting lower. The customer also tested the redrawn patient 1 sample on the same system, resulting lower. It is unknown as to which repeat results were reported to the physician(s) as the corrected results. There are no known reports of adverse health consequences or patient intervention due to the discordant tniu results.